Manufacturer narrative:
The fse replaced the reagent probe wash collar valve to correct the leak. (B)(4).

Event description:
Beckman coulter (bec) customer technical support (cts) observed in bec's remote management system (rms) software that a customer's unicel dxc 600 pro synchron system had generated a message that stated, "10 cuvettes have failed water blank." Cts contacted the customer, but the issue could not be resolved through troubleshooting. A bec field service engineer (fse) was dispatched to evaluate the instrument. While investigating the instrument error, the fse discovered a leak from a reagent probe. There was no information as to personal protective equipment worn when the leak was found. The customer did not allege any erroneous results had been generated.